Manufacturer narrative:
The device history records for the hdf-3500 device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2018. Upon receipt the chest icon leds failed to illuminate, as per the reported fault. The fault was attributed to a fracture of track 3 (chest_led) of the membrane tail, which had resulted in an intermittent connection on this line. Excess silicone was observed on the membrane tail and upper case, which had positioned the tail around a tighter bend. A tight fold was also observed on the membrane tail at this point. As the operation of the chest icon leds was verified during final unit test, it is likely that the fracture had developed after this time and had likely been due to additional stress on the membrane tail at this point. The fracture may have been a consequence of the excess silicone, or due to a handling issue during manufacture, resulting in the fold in the tail. The issue shall be investigated under nc pr#2088617. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
No leds lit when switched on. There was no patient involved in this event.